Event description:
The hospital reported that during preparation of an endoscopic vein harvesting procedure, the vh-1111 eye piece was loose. The hospital staff tightened it and placed it on the camera but it loosened again. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The produce is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that part of the rim of the lens was bent. Sent to schoelly on 08/25/2010. Schoelly investigation results: complaint confirmed. Damage to eye piece most likely due to mishandling. No defect in material or workmanship noted. Device shows signs of normal wear and tear. (B)(4).